Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet injury. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was implanted without issue. However, a perforation was observed on the posterior mitral leaflet. It is unclear if the perforation was pre-existing or if it occurred during clip placement. A second clip was implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of unspecified tissue injury as listed in the instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on available information, a cause for the unspecified tissue injury could not be determined. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: one clip was placed medial and one lateral of the perforation to stabilize/treat the leaflet. No additional information was provided.